Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to address the issues. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose was 415 mg/dl. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.